Manufacturer narrative:
The date of event was reported to be "a few weeks ago" from the date of this report. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was reported to be in the hospitalized for ten days for an unrelated indication prior to being diagnosed with peritonitis. The cause of the peritonitis could not be determined. The patient was treated with vancomycin (1000mg, daily, intraperitoneally) for two weeks. The outcome of the peritonitis was not reported but the patient was going to have their effluent rechecked the following week. Pd therapy was ongoing. No additional information is available.